Event description:
Customer contacted beckman coulter inc., (bci) regarding an erroneously low troponin (accutni) result, in the normal reference, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. Repeat testing of the original sample and subsequent samples resulted above the ami cutoff which better fit the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Review of the diagnostic copy to disk data showed the erroneously low accutni result occurred on a reagent pack that was shared between two instruments. Qc run on the shared reagent pack prior to the erroneous result was within the customer's established ranges. Three levels of qc run on the shared reagent pack after the erroneous result were all 0 ng/ml. A system check performed after the erroneous results met specifications. The customer was informed of other potential erroneous results may have been produced from reagent pack which was shared. Customer stated only one patient's erroneously low accutni result was in question. Service was offered and declined because the customer stated the erroneous result was isolated to one patient sample.